Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The top case was cracked by the tube holder. The customer reported force sensor error was evidenced in the event history log (ehl), but was not reproduced during functional testing. The customer reported product problem was confirmed on the basis of the ehl findings. The investigation concluded that the customer had manipulated the pump during the self-test by entering the biomed code 2580. This error could have been cleared by the customer. A user error was established as the root cause.

Event description:
It was reported that the medfusion pump exhibited a force sensor failure. No patient injury or complications were reported in relation to this event.